Event description:
It was reported to vyaire medical that the avea ventilator is giving loss of gas alarm. He states that the air inlet and o2 inlet are showing no pressure. Furthermore, there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire suggested that customer checks the inlet pcb to make sure their connections are good. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.